Event description:
The plaintiff's attorney alleged that the patient received dialysis treatment and during and thereafter experienced cardiopulmonary arrest, then expired the same day; all of which is alleged to have been caused by the product administered to the patient for dialysis treatment.

Manufacturer narrative:
This is one of two device reports associated with this event.